Event description:
Wrong diopter[lens implant removal]: a physician reported that pt had cataract extraction of the right eye in 2002 and a ceeon lens (model 913a, +22.50 diopter) was implanted without incident. Subsequently, the lens required exchange as the physician reported that he believed he had measured the pt's diopter incorrectly. A second surgery was completed three weeks later for lens exchange, and as of 4/2002 the pt's vision is reported as 20/25 with no further problems. The ceeon lens model 913a/22.50 diopter was returned for investigation for possible incorrect diopter length. A visual examination revealed that the lens was covered in contaminants and dried fluids. The optic had been cut into two pieces. Despite the broken optic, the mfg site was able to verify the diopter length, which was within specifications. In addition, the batch records for the ceeon lens were reviewed and did not exhibit any deviations. Based on the results of these investigations, the mfg site wasn't able to confirm that the diopter length was incorrect.